Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The blood glucose at the time of the incident was 167 mg/dl. Troubleshooting was performed. The customer stated that the insulin pump was not bumped, dropped or exposed to moisture and the battery compartment and cap were not damaged or corroded. The customer did not have a new battery to test with. She was advised to insert a new battery as soon as possible and revert to back-up plan if the display does not return. The device will not be returned for analysis.